Manufacturer narrative:
Results of investigation: the ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 121 hours of extended tests at the customer¿s settings. The ventilator failed troubleshooting on the final test for non-conformances with the measured oxygen percentages. The ventilator also failed the troubleshooting final test for non-conformance with the tidal volume.

Event description:
It was reported to vyaire medical that a patient destaturated for a short period of time. All of the connections were checked and were found to be secure. The ventilator was switched out with no harm to the patient.